Event description:
A nurse reported that a dull knife was discovered before contact with the pt. The knife was exchanged and the procedure was completed with no harm to the pt.

Manufacturer narrative:
A sample has been received for in house testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).